Event description:
This report was received from an eye clinic of a woman who had an anterior intraocular lens implant, left eye on 11/2/93 (primary phacoemulsification). On 2/8/95 she was referred to another ophthalmologist because of decreased vision in both eyes. On 1/22/97, her vision was cloudy in both eyes. On 2/20/97, a diagnosis of acute corneal decompensation was made. Women underwent iol explant (left eye), anterior vitrectomy, lens replacement/suturing, penetrating keratoplasty, temporary tarsorraphy, and inferior punctual occlusion. Her prognosis was reported as good (2) and the first day post-op (1/21/97), hand motion seen at one foot (left eye). No further info is expected. A review of the batch records for this particular lens was done by the MFR and no deviation found in the release criteria. The physician indicated that he believed the adverse reaction was lens related. The lens was not returned to co but sent to a physician at another faiclity per the clinic procedure.